Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the failure reported was not with the device reported in this MDR. Therefore this MDR is void as there was no related failure with this bd product.

Event description:
Material # unknown, batch # unknown. It was reported by customer that the infusion clamp popped off. At the same time, the smartsite connector disconnected from the optima connector. Verbatim: rcc received a complaint via email. Email(s) attached home infusion patient atient reported that their infusion clamp popped off. At the same time, the smartsite connector disconnected from the optima connector, causing a chemo leak.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.